Manufacturer narrative:
Correction: report 1723170-2016-01493 sequence #1 was inadvertently submitted under this 2016 filing number and was intended to be reported under 1723170-2015-01493 sequence #1. The information provided in report 1723170-2016-01493 sequence #1 is not relevant or related to this event reported under report# 1723170-2016-01493. Please disregard all information on 1723170-2016-01493, sequence #1. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. The medtronic representative verified system dose output is within manufacturing specification. The reported issue was unable to be replicated. A software investigation was completed and found the dose output appears to be within manufacturing specifications. The behavior described is the intended behavior of the software. Software is functioning as designed.

Manufacturer narrative:
Device mfg date now provided. Suspect suction was returned for evaluation: the tip that allows the suction tool to be register in the divot has broken off. It looks like the weld that holds the tip broke. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for analysis. The customer site has not approved a service visit by a medtronic representative. Part not received by manufacturer.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system was not recording the exposure time correctly. It was reported that for 3d scans and 2d images, the recorded exposure time was lower than the actual exposure time to the patient. The procedure was completed successfully with the use of the system after a reported delay of less than one hour. The patient was not affected.